Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v302549, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was functioning but wasn't helping the patient with her bladder incontinence. For the first year her bladder injections decreased. After the first year, the patient was not getting therapeutic relief. The patient did have several reprogramming sessions but no success. The implantable neurostimulator (ins) was causing the patient pain. The ins was laying on her pelvic bone so when she sat back, it caused her discomfort. This started giving her trouble more in the last year. The patient was elderly and had lost weight which may have contributed to this. The hcp (healthcare provider) decided to remove it. The patient had her device removed (B)(6) 2014 because it wasn't working and was causing the patient pain. The patient still had the programmer and wanted to know if the manufacturer needed this back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.